Event description:
It was reported that the patient noticed an increase in the variability of stimulation when moving her neck following a procedure on her knee for a meniscus tear. The patient also experienced less than 50% therapy relief at the lead location and a loss of therapeutic effect following surgery on (B)(6). Prior to surgery the implantable neurostimulator (ins) worked perfect; she had a little bit of pain which the patient stated wasn¿t a big deal and she was off medications. She was taking celebrex for another issues but ¿it was working perfect.¿ following surgery it wasn¿t covering the pain. Impedance testing showed electrode zero had high impedances of greater than 10000. Reprogramming was performed but no other diagnostic testing or troubleshooting was performed. The cause of the issue was not determined, it was unknown if it was device related, but ¿the issue was resolved.¿ the physician also ordered cervical x-rays to be taken to determine if the lead had migrated but the manufacturer¿s representative (rep) did not have access to the results and did not know the date they were taken. At the time of the report the patient was alive with no injury. The patient later reported that she worked in a federal building and when going through security the agent held the wand up to her ins for a long period of time. She went through security every day for a year and felt that this may be a reason why the ins isn¿t working as well. The patient also mentioned the rep. Was thinking the leads were out of place anda cervical x-ray was going to be performed and they would compare it with a baseline. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).